Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; however the proximal conductor was distorted and had blood / body fluid on it. The outer insulation was found to have cosmetic environmental stress cracking and was breached. There was blood in or on the helix mechanism and at the sleevehead. Apparent explant damage was present. The full lead was returned and analyzed.

Event description:
It was reported that the lead had high thresholds. The lead was explanted and replaced. It was also reported that the device had premature battery depletion. The device reached elective replacement indicators. The device was explanted and replaced. No further patient complications were reported as a result of this event.